Event description:
The customer reported that the ortho provue analyzer resulted a positive antibody sample as negative during antibody screen testing. The sample reacted positive in manual test using the same lots of reagents. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site, inspected the provue for proper mechanical/optical operation, reviewed the log files and indicated that the analyzer was functioning as expected. The fe indicated that the antibody missed by the provue was anti-m, which tends to be temperature sensitive. Sample variability may have contributed to this incident. Therefore, service was not required. The customer was informed regarding the nature of the antibody. This customer has not logged any complaints against this analyzer since this incident. Incident was isolated.